Event description:
This device was explanted due to battery depletion that occurred quicker than expected. The patient has not received any shocks during the implant duration and all measurements were normal. The lv threshold was slightly elevated at 3.2v @ 1.5ms and output was permanently programmed to 4.5v @ 1.5ms. No adverse patient side effects were reported. Currently this device has not been returned for analysis.

Manufacturer narrative:
The device was received and analyzed. The device interrogation revealed the battery status eri. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The current consumption of the device was monitored and proved to be normal. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. The battery status was anticipated. There was no indication of a device malfunction.